Event description:
It was reported "3cg wire/stylet broke off during insertion. Wire was recovered." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter with a 3cg stylet and t-lock inserted into the red lumen was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was observed to be broken into two pieces approximately 3.7 cm proximal to its distal tip. Approximately 1.6 cm of the broken stylet was observed protruding from the distal end of the catheter, and the core wire of the stylet was observed protruding from the proximal side of the break site. The epoxy tip of the stylet was observed present and intact on the distal segment. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tapering and slight delamination were observed in the polyimide tubing at the break sites. The core wire of the stylet at the break site was observed to be tapered and curved slightly. Some kinks were observed in the polyimide tubing between magnet interfaces and some magnets were observed to be broken. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw2688 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "3cg wire/stylet broke off during insertion. Wire was recovered." No other information was provided.